Event description:
The reporter stated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in 2007. The lens was explanted in 2008, due to inadequate vaulting. The lens was exchanged for a longer lens.